Manufacturer narrative:
This report is being filed to update the describe event or problem, adverse event/product problem, outcome attributed to adverse event, and explant date.

Event description:
It was reported that during a routine follow up when the device was connected to the programmer safety mode was seen. This device was explanted and expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the describe event or problem, adverse event/product problem, outcome attributed to adverse event, and explant date.

Event description:
It was reported that during a routine follow up when the device was connected to the programmer safety mode was seen. At this time the device remains implanted. No adverse patient effects were reported.

Event description:
It was reported that during a routine follow up when the device was connected to the programmer safety mode was seen. At this time the device remains implanted. No adverse patient effects were reported.

Event description:
It was reported that during a routine follow up when the device was connected to the programmer safety mode was seen. The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the describe event or problem.